Manufacturer narrative:
The patient¿s exact date of birth/age was not reported. However, the patient was born in 1941. Patient weight is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Per facility, the complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported via a clinical proximal humeral inter-locking system ((B)(6)) study that patient (B)(4) experienced cement leakage during a surgical procedure on (B)(6) 2015. The issue was the result of an inserted screw at e1 perforating the joint. The issue was corrected via joint arthrotomy and with removal of the screw. The patient is reportedly still in the recovery process. No additional information is available at this time. This report is 3 of 3 for (B)(4).